Event description:
It was reported that the biclamp with an electrosurgical unit (esu/generator) model vio 300 d (part number 10140-000) was involved in a patient incident. After a vaginal hysterectomy, there was secondary bleeding. No further information was available regarding the patient or the medical intervention employed to address the bleeding. Note: the biclamp was distributed by our parent company (erbe electromedizin gmbh) to a hospital in another country. Therefore, the p/n of the instrument is different than the numbers in the united states.

Manufacturer narrative:
The biclamp and esu were evaluated. The biclamp was found to be working as intended. Also, an electrical safety check, a check of features, and a power output check was performed on the generator. The esu was found to meet specifications. In addition, no anomalies were found in the device history records (dhrs) for the biclamp and generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. A caution statement in the instrument's notes on use states that "vessel fusion can be affected by patient factors such as age, elasticity of vessels, thickness of vessel walls, etc.; therefore, the physician should review each vessel fusion for seal integrity." As per the instructions, additional sealing processes should be taken as necessary to minimize post-procedural bleeding. No trends have been identified with this situation. Erbe USA is now closing this event.